Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation, therefore the reported event cannot be confirmed. A process review was performed and there were no discrepancies found. No further investigation required. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the strike plate from the metal handle offset cup impactor broke during cup impaction. Customer reports all pieces were retrieved from patient. No adverse events were reported.